Manufacturer narrative:
The actual is not yet available for investigation. The results will be provided after completion of the investigation. The production router was reviewed and no discrepancies were noted. However, failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate while removing the healing abutment. The implant came out despite eight months to integrate. The doctor performed a two stage surgery placed an implant and allowed to heal because he wasn't unable to torque the implant down. The procedure was performed on tooth#5. There was no patient injury reported and no general bone loss.